Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The second of two reports of a laceration that occurred during the use of a radiolucent skull clamp. The event was described as follows: an adult (age and gender not provided) had a radiolucent skull clamp applied in preparation for a posterior cervical fusion. At some point during the procedure, the surgeon thought that something had moved. At the end of the procedure, bleeding was noted coming from the pt's scalp. Stapling was required to close the wound. Additional clinical info was requested.